Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Date of event is unknown. Additional information will be provided if available.

Event description:
It was reported that error e925 (check scope type) was displayed on the bronchofibervideoscope. Information regarding where the event occurred was requested but remains unknown. There was no report of patient harm associated with this event.